Manufacturer narrative:
(B)(4). Product evaluated and customer's report of a leak at the top of the soft portion of the tubing was verified. A pinhole was located below the blue upper fitment of the pumping segment. Crush marks were discovered on the opposite side of the tubing and on a portion of the upper blue fitment. The cause of the leak at the top of the soft portion of the tubing could not be determined. The lot number was not identified. Based on the smartsite laser number, blue upper fitment and silicone tubing part numbers, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported a leak at the top of the soft portion of tubing section that goes into the pump during use. No pt harm occurred. No add'l info was provided.